Event description:
It was reported that the device was replaced after a partial reset, and a four second pause and second por that were observed via a holter test. The reset was successfully reprogrammed, but the physician still chose to explant in light of the pause and resets. No patient complications were reported as a result of this event. Further information received indicates that the rv lead was replaced due to unacceptable pacing thresholds at the time of ipg replacement.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: preliminary analysis and performance data collected from the device confirmed power on reset parameters. Functional testing indicated the device functioned normally. Further device analysis found fractured battery bond wires which could contribute to the reported pacing pauses and power on reset.